Event description:
Patient contacted miradry concerning an open wound in the axilla two weeks post second treatment. The patient subsequently was diagnosed with an infected third degree burn at a hospital.